Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the monitor rebooted randomly and continuously after the puck was connected and the sensor was applied to a patient during the intraoperative period. An error message indicated that the battery was missing. The puck and sensor were replaced and worked fine. The sensors and cables were also swapped to isolate the issue. These monitor issues resulted in a delay of the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the monitor rebooted randomly and continuously after the puck was connected and the sensor was applied to a patient during the intraoperative period. An error message indicated that the battery was missing. The puck and sensor were replaced and worked fine. The cables were also swapped to isolate the issue. These monitor issues resulted in a delay of the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a minor damage along the top portion of the back cover. The monitor was connected to an ac power and activated, wherein it immediate displayed an error message "cmos battery is missed!" In a blue box at the center of the screen. After input from the analyst, the monitor continued to pass post without further errors. The monitor's displayed date was found to be december 26, 2024, only two days after its provided date of manufacture, december 24, 2024. After several power cycles under different power supply conditions, consistent display of the battery error message was found to occur either with periods of a few minutes in between power cycles, or with no ac connected and complete reinstallation of the monitor's battery. The monitor was then opened and inspected where the real time clock battery was found to have been disconnected from the main board. Measurement of the battery's voltage potential with a dmm (cl-15217) found it to have a within-tolerance value. The battery was reconnected to the main board before performing a more in-depth inspection, which included removal of the aluminum sink, where no other damage or solder defects were found. A fter reassembly, the monitor no longer demonstrated repeated output of the missing cmos battery errors. Progressive connection of a module, interface cables, and sensor simulator was performed with the monitor, where connection of the sensor resulted in the monitor restarting. Maintaining this connection setup caused the monitor to continue performing restart indefinitely until the sensor was disconnected. A review of the system logs showed an "unexpected sw error" that was likely triggered when the sensor was connected and active monitoring began. Through this, it was determined that some of the monitor's software may be corrupted and restoration/update of software may be required. It was reported that the monitor rebooted randomly and continuously after the puck was connected and the sensor was applied to a patient during the intraoperative period. An error message indicated that the battery was missing. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.